Manufacturer narrative:
Cont¿d d.11: 1000ml sodium chloride fluid bag; fresenius infusion set; 500ml sodium chloride fluid bag. The customer¿s report of leakage was not confirmed. Visual inspection did not observe any anomalies. Functional and pressure testing was not able to replicate any leakage. The root cause of the reported leakage was not determined.

Event description:
The reported feedback suggests that there was a leakage of cytotoxic drugs. From the reported information there are no indications of serious injury to the patient or user as a result of cytotoxic exposure.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that there was a leakage of cytotoxic drugs. From the reported information there are no indications of serious injury to the patient or user as a result of cytotoxic exposure.